Manufacturer narrative:
Physio-control further evaluated the removed interface pcb assembly and determined the cause for the malfunction to be a shorted and burned capacitor, c13. The electrical short resulted in damage to other subassembly components.

Event description:
During morning inspection, it was reported that the device would not power on ac or dc power. There was no patient use associated with the event.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported failure. Physio replaced the interface pcb assembly and observed proper device operation through functional and performance testing. The device was then returned to the customer for use.